Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited loss of auditory notifier. No intervention was reported and the patient will be further monitored. There were no patient consequences.